Manufacturer narrative:
The following was received from the customer for complaint investigation testing: 1 used list #unknown, needle; lot #unknown - one used list #unknown, spiros; lot #unknow. -one used list #unknown, 6 ml single use only terumo syringe; lot #unknown. The reported complaint of a small white mass could not be confirmed. The sample had clear residuals upon arrival. A photo from the customer showed a small white mass in the spiros that appeared to be the infusate being administered. The area where the infusate was shown in the photo is in between the o-ring and poppet and is the designed fluid path of the spiros. The set was tested with clear and black dyed water and filled the same area as the infusate. D9 - date returned to mfg null: 05sep2024.

Event description:
Additional information was provided by the customer as follows: there were no holes, cuts, tears or any defects noted on the device. The product was stored at room temperature after the administration test. There was no unprotected chemotherapy exposure.

Event description:
It was reported that an unspecified spiros was found to have particulate matter during patient use. The reporter stated, that they prepared an azacitidine syringe and the nurse could not inject the entire dose. When they looked closely, they saw a small white mass in the spiros. The sample is available for evaluation. A picture was provided showing a small white mass in the spiros. An evaluation letter is required. There was patient involvement and no patient harm was reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.